Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an err281 was displayed on the receiver. Reportedly, the receiver was exposed to moisture. No additional event or patient information is available. No product or data was available for evaluation. Confirmation of the error icon and a probable cause could not be determined. Labeling indicates: the receiver is not water resistant; do not get the receiver wet at any time.